Event description:
Scissor tip blades grind together. Does not open/close smoothly. Defect found prior to using device. Scissor tip came in gu laparoscopic pack from cardinal. Taken off field and replaced.